Manufacturer narrative:
(B)(4). Follow up with user indicates that this device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. (B)(4).

Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. On a separate occasion, the patient's right arm was found to be edematous in the area of PICC line and below. Customer was unable to confirm if device leaked or if device was fractured. Upon removal, a defect was noted distal to the suture wing. New PICC was inserted.